Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 709 mg/dl. It was stated that the battery was dead when the customer arrived. After inserting a new battery, the insulin pump turned back on and the customer was treated. Nothing further was reported.